Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) to report the one touch ultramini meter was giving inaccurately erratic readings. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B) (6), 2010 at 10 am, the pt obtained the blood glucose readings of 104 mg/dl, 97 mg/dl, 122 mg/dl and 58 mg/dl on the reported meter within a time period greater than 20 minutes. One hour later, the pt experienced the symptom of frequent urination. The pt took the action of consuming less food and/or drink and contacted his hcp for advice. The hcp advised the pt to take 43 units lantus insulin. The pt manages his diabetes with an unspecified insulin taken on a sliding scale. Troubleshooting revealed the reported meter was programmed with the incorrect calibration code number for the lot of test strips in use, which can cause inaccurate readings. The meter, test strips and control solution were replaced. The pt had not programmed the reported meter with the correct calibration code number. The pt allegedly suffered symptoms suggesting severe hyperglycemia after obtaining low readings on the reported meter, and received treatment with insulin. Therefore, this complaint is being reported.